Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.